Event description:
It was reported that "during the laparoscopic cholecystectomy operation made in 2008, to the pt under the diagnosis of stoned cholestitis; during the clipping of the cystic artery, the clip was locked by holding the cystic artery and did not let it go despite every kind of maneuvers. The clip could be removed to the outside of the abdomen by cutting the cystic artery with scissors and in the meanwhile, hemorrhage developed. The hosp stay was prolonged 2 days. The cystic artery could hardly be closed with a clip of another brand by being held by dissector."

Manufacturer narrative:
The actual device will be sent to the mfg site for an eval. As soon as the mfg engineers have completed their investigation, a supplemental report will be filed.